Manufacturer narrative:
Investigation: unable to perform DHR review for stopper damaged/disfigured and plunger rod difficult to move due to unknown lot number. Customer returned (1) loose 0.3ml, 30g x 8mm relion insulin syringe. Consumer reported plunger stopper seems too large; it¿s tight and hard to move the plunger rod. The returned sample was examined and was observed to have a damaged stopper. This condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA 122939 has been opened to address this issue.

Event description:
It was reported that two syringe 0.3ml 30ga 8mm 10bag 500 wal experienced difficult plunger movement. The following information was provided by the initial reporter: material no. 328511 batch no. Unknown. Verbatim: relion syringe 3/10ml cc 30g 8mm plunger stopper seems too large. Its tight and hard to move the plunger rod. Not sure what box or bag it came from. Found 2 syringes unknown lot # unknown occd date.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two syringe 0.3ml 30ga 8mm 10bag 500 wal experienced difficult plunger movement. The following information was provided by the initial reporter: material no. 328511, batch no. Unknown. Verbatim: relion syringe 3/10ml cc 30g 8mm plunger stopper seems too large. Its tight and hard to move the plunger rod. Not sure what box or bag it came from. Found 2 syringes unknown lot # unknown occd date.